Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing difference between the sensor glucose values and the blood glucose values. The sensor glucose was 21.8 mmol/l but the actual blood glucose reading from a finger stick showed 11 mmol/l. The sensor was changed and the insulin pump alarmed program blood glucose and calibration error. The customer was treated with juice, the sensor glucose read 3 mmol/l but the actual blood glucose was 7.5 mmol/l. Troubleshooting was performed for the transmitter as well and the customer was advised that the device may not be working. Nothing further was reported.